Event description:
Patient received epidural anesthesia for vaginal delivery. Experienced rn was removing catheter without resistance and noted a portion of the distal catheter was retained in the epidural space. Neurosurgery consult called, CT confirmed retained portion in l2-l3. Pt was asymptomatic and opted for conservative treatment at this time; may require surgical removal if becomes symptomatic.